Event description:
On 10/28/97, after an operation of 65 minutes, alleged burns were noticed on the ear of a pt. Initial check of the lamp determined it was operating correctly. Physician failed to properly irrigate area, as per written instructions. Subsequent closer inspection of lamp revealed the heat reflector of the lamp was no longer in place. Pt who rec'd alleged injury may need skin grafting to repair injury.